Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log did not identify the reported f_38 alarm. The f_38 alarm could not be confirmed by service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced an f_38 alarm. It was not specified when in the process this occurred. There was no patient involvement associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional relevant information become available, a supplemental report will be submitted.